Event description:
The pt experienced a shocking/jolting sensation. Specifically, last night, she woke up from a deep sleep and had an extreme shocking jolting sensation at the lead/extension site. It was noted that her physician was aware that the lead/extension site was "twisted and was ripping against her rib cage". She had an appointment for surgery scheduled later this month. The pt was re-directed to her healthcare professional. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).